Manufacturer narrative:
The large hexagonal screwdriver (p/n: 314.27, lot #: 4524144) was received at us cq. Upon visual inspection, it was observed that the handle of the complaint device was loose from the shaft. The shaft of the complaint device had broken at the pin support from inside the wooden handle, which allowed the handle of the device to appear loose, as it could detach from the shaft. The handles pin component was observed to be intact from the exterior of the device, meaning they were visible and flush with the handle surface. Both the broken shaft and handle were received at us cq. No other issues were identified with the returned components of the device. This complaint was confirmed as the device handle was loose due to broken shaft at pin support. Although no definitive root-cause can be determined, its possible that unintended forces were applied to the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 314.27, synthes lot # 4524144, supplier lot # na, release to warehouse date: 07 jan 2003, manufactured by synthes (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an inspection, the shaft of the large hexagonal screwdriver was found to be loose. There was no patient involvement. This report is for one (1) large hexagonal screwdriver. This is report 1 of 1 for (B)(4).